Event description:
Monosodium urate crystals found in microscopy [synovial fluid crystal present]. Acute inflammatory reaction on the right side [arthritis]. Large effusion (right knee) [joint effusion]. Case description: spontaneous report was received on 31-may-2012 from a physician regarding a (B)(6) male pt, initials (B)(6). The pt's medical history was not provided. It was reported that the pt had no prior history of gout and uric acid had previously been tested as being within normal range. On (B)(6) 2012, the pt initiated synvisc one (hylan g-f 20) injection in both knees, dosage regimen not provided. The lot number of synvisc one was not provided. It was reported that the left knee improved clinically as expected. On (B)(6) 2012, approx 48 hours post injection, the pt developed an "acute inflammatory reaction on the right side" and presented with "large effusion (right knee)". The same day, the treating physician aspirated cloudy fluid and microscopy revealed "monosodium urate crystals", characteristic of gout. There was no evidence of infection. The event of "monosodium urate crystals found in microscopy" was assessed as medically significant. On an unspecified date, in (B)(6) 2012, the pt was treated with cortisone injection and the reaction had currently settled. The action taken with synvisc one treatment was not provided. The outcome for all the events was not yet recovered. Relevant concomitant medications were not provided. The intensity for all the events was not provided. The relationship between synvisc one and the events of "monosodium urate crystals found in microscopy", "acute inflammatory reaction on the right side" and "large effusion (right knee)" was not provided by the reporting physician.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report.